Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, shaft fracture occurred. The target lesion was in the tortuous left anterior descending (lad) artery. The calcified lesion had been predilated with a 2.5 x 15 mm maverick balloon. A 3.5 x 20 mm taxus express2 drug eluting stent (des) had been chosen to treat the target lesion. While "dottering" the stent over a choice pt wire, the proximal shaft broke, the physician was able to manually grab the broken shaft, as it was outside the patient's body, and remove the device. The procedure was completed using coronary angioplasty. There were no patient complications reported with the patient's current condition listed as "ok".